Event description:
Medtronic received information that four days following the implant of this transcatheter bioprosthetic pulmonary valve, the patient presented to the emergency department (ed) with shortness of breath (sob) and chest pain. The pain was intermittent and fluctuated in severity. A cough with phlegm was present. Diagnostics showed a clinically significant increase of b-type natriuretic peptide (bnp) to 985 picograms per milliliter (pg/ml). Chest radiography (cxr) showed clinically significant pulmonary edema. It was reported that the event was likely congestive heart failure (chf) exacerbation from improved forward flow after the implant of the valve. Hospitalization for three days was required, and medication was administered. Per the physician, the event was possibly related to the valve. The event resolved four days following onset. No additional adverse patient effects were reported..

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that acute idiopathic pericarditis was also identified and resolved.

Manufacturer narrative:
Updated data: b5, b7. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which indicated that upon presentation to the emergency department the c-reactive protein (crp) measure 10 and deemed clinically significant. This the result of acute idiopathic pericarditis. An alkaloid medication was started. Eighteen days later the crp measured 4.9, and the pericarditis was reported resolved. The physician indicated the pericarditis was possible related to the valve.

Manufacturer narrative:
Continuation of d10: product ID {{harmony dcs}}; product lot/serial number {{(B)(6)}}; product type: {{delivery catheter system}}; implant date {{na}}; explant date {{na}} updated data: b5, d10. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated the congestive heart failure episode 4 days following the valve implant procedure was possibly related to the implant procedure.